Event description:
It was reported by service report that the head section right load wheel casting is broken. The customer does not know if there was pt involvement or if there were adverse consequences.

Manufacturer narrative:
Casting.